Event description:
The patient was receiving a tear duct probe tube inset ion on their right eye and during the insertion of the tube, the crochet hook tip broke off and dislodged into the patient's nasal passage.